Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device experienced stomach pain, right lung pain, and right shoulder pain. On an unknown date, early in the month prior to the receipt of this report, the pt was hospitalized for the events. The cause of the events was unknown, further described as possibly due to ¿drain pain¿. The treatment for the shoulder pain, lung pain, and stomach pain were unknown pain medications, laparoscopy to lyse adhesions around the pd catheter , repositioning of the pd catheter, and the pt was changed to hemodialysis (hd) during the hospitalization. Six days after admission, the pt was discharged from the hospital and pd therapy was resumed. One day prior to receipt of this report, the pt was put back on hd therapy due to ongoing stomach pain, right sided shoulder pain, and right sided lung pain. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the device logs revealed that the home patient encountered numerous low drain volume alarms during the documented therapies which may have contributed to the reported issue. However, the reported issue was not confirmed. The device service history and device history records revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. During pneumatic system check, the pneumatic system was found to be working to specification. A short simulated therapy was completed successfully. The investigation of the device was unable to determine a cause for the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.